Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "after surgery, found the patient was bleeding". Was the bleeding found within the original surgical procedure as you have stated "intra-op" for when the event occurred? Or was the bleeding discovered after the original surgical procedure? Before surgery finished, considering safety, the surgeon checked the anastomotic tissue, found it was bleeding. If yes, was the patient taken back for an additional surgical procedure? No. If yes, when was this re-operation performed? No. Did the patient receive any blood products as a result of this event? No.

Event description:
It was reported that during the low rectal cancer surgery, after fired, found the tissue oozing, stop bleeding with compression hemostasis. After surgery, found the patient was bleeding.the surgeon suspect staples malformed after firing. Suture was used to stop bleeding, the patient was stable and left from hospital.